Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to mixed incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent removal of mesh and cystoscopy on (B)(6) 2012 due to mesh obstruction. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had sacral nerve stimulator in 2009. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to incomplete bladder emptying. It is reported that the patient had multiple hospitalizations for pylonephritis or chronic urinary tract infections before and after the mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 05/18/2016.